Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during setup. It is unknown which circuit of the device was affected. However, it cannot be excluded that the error could be associated to a stirrer motor malfunction on the patient circuit. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He traced the failure back to a defective stirrer motor. The part was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.